Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, there was a short in the trunk cable. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the short. The root cause of the short cannot be positively identified. No adverse event resulted from the damaged cables and wires. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement belt.